Manufacturer narrative:
(B)(4). Investigation summary: one each 0100 lot 195858 was received for evaluation. During visual inspection a cut in the insulation at the distal end was found, exposing the metal substrate. The most likely cause of this damage is a result of the application of excessive mechanical forces such as contact with other instruments or objects that damage the edge of the insulation. For instance, contact with a sharp edge on the trocar during insertion or removal may cut or slice the insulation. Subsequent use contributes to the continued ¿splitting¿. The complaint is confirmed as user damage. The lot number provided is for part ID 0100. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2020. Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the insulation became detached from the tip. It is unknown how the case was completed. No patient consequences were reported. No additional information is available at this time.